Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) visited the hospital and inspected the device. Crm (water removal module) operation confirmed, solenoid driver board 2.76v, peltier 54mv...ok. Automatic filling ok. Running test ok. No abnormalities were found in the device. Customer informed by fse that if a large amount of water droplets accumulate in the extension tube, please try automatic filling or manually removing the droplets. Water droplets accumulating in the tube are not usually a problem. Please remove them appropriately.

Manufacturer narrative:
Due to character limitation (e1) event site full name: (B)(6). Initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had water droplets accumulate inside the extension tube . There was no harm or injury reported.